Manufacturer narrative:
Additional information was received. During predecontamination evaluation of the returned device, a liner strand 1.5cm in length and branching off of the liner tear was found. Multiple struts were observed to be bent outward on the valve. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 26mm sapien 3 ultra valve in the aortic position using transfemoral approach, there was difficulty advancing the delivery system through the esheath. The delivery system was not more than 15cm advanced into the sheath when high force was necessary. Fluoroscopy showed the esheath liner was torn. It appeared the tip of the delivery system was in the proximal end of the sheath, but the rest of the system was bent outside of the esheath. During the withdrawal of the delivery system, the iliac artery was perforated. It was not possible to withdraw the delivery system, valve, and esheath. A 20 mm balloon was used to block the a. Descends above the bifurcation and the patient was sent to surgery. At the time of the report, the patient was stable. The patient did not receive a valve.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the sheath used in this case. Please reference related manufacturer report 2015691-2021-05038. Section h6 codes were corrected (injury captured on related manufacturer report 2015691-2021-05038). Imagery was provided, and it was observed that the patients access vessel had presence of tortuosity. The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed that the sheath was expanded until 2.5 inches from the distal tip. The distal tip was also unopened. The liner was torn starting at distal end of strain relief with length of approximately 7.5 inches. Two additional liner tears were noted to be connected on both ends. A liner strand branching off the liner tear that was connected on both ends with length of about 1.5cm. There was a kink on the shaft located 2.5 inches from the strain relief. During dimensional inspection, the liner thickness was measured along the liner tear. All measurement met specification. Due to the condition of the returned device (liner torn), no applicable functional testing was able to be performed. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, vascular access: access characteristics that would preclude safe placement of the sheath such obstructive calcification, severe tortuosity, or vessel diameter less than the minimum recommended should be carefully assessed prior to the procedure. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. Peel away longer loader for 20, 23, 26, and, 29 mm valve size. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. Keep loader inserted in sheath until just prior to delivery system removal if using the shorter nonpeel away loader. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not reinsert the sheath at any time. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: aortic occlusion balloon. Iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were confirmed through evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. Per the report, while advancing the commander system through the esheath, a high force was necessary. Per imagery, the patients access vessel had presence of tortuosity. Additionally, evaluation of the returned device revealed the presence of a shaft kink, which can be indicative the sheaths interaction with vessel tortuosity. The procedural training manual states: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Access vessel characteristics such as tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath, as it can create suboptimal angles that can lead to noncoaxial alignment in the advancement of the delivery system, resulting in resistance. This patient factor, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported event. As there was no note of abnormalities during device preparation, it is unlikely that the damaged sheath was an issue out of box. Per evaluation of the returned device, the esheath was noted to have a torn liner and a liner strand. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This may have damaged the valve and led to the damaged valve to interact with the sheath, leading to the observed liner tear and strand. Per training manual: do not over-manipulate the sheath at any time. As such, available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported event. The complaint for resistance between system components, inability to advance through sheath was confirmed. No manufacturing nonconformances that would have contributed to the reported event were identified. Available information suggests that patient factors (tortuosity) factors may have contributed to the complaint event. No labeling/IFU deficiencies were identified. A CAPA (corrective action preventative action) and pra (product risk assessment) was previously initiated. The complaints for sheath liner torn and sheath liner strand were confirmed. No manufacturing nonconformances that would have contributed to the reported event were identified. Available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time.